Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the pt line became disconnected from the cartridge and insulin began to leak out. The cartridge was successfully changed and insulin delivery was resumed. Customer had elevated blood glucose levels (509 mg/dl).